Event description:
It was reported that the patient received inappropriate high voltage therapy due to oversensing of noise. Low sensing and exit block were also noted. The lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.